Manufacturer narrative:
A patient experiencing fractured lead extensions was reported to abbott. The patient extensions were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-03168. It was reported that the patient's scs lead extension was damaged during the elective ipg replacement. The lead extensions were replaced and therapy was restored.